Manufacturer narrative:
(B)(4)

Event description:
It was reported that high capture threshold and inadequate sensing was observed. Lead repositioning did not give good measurements so the lead was explanted and replaced. Patient's condition was stable.